Event description:
Four low-speed treatments were performed with a diamondback 360 coronary orbital atherectomy device (oad) in the left main artery (lm). Two additional distal-to-proximal high-speed treatments were performed in the lm and the circumflex artery (cx). The vessel was heavily calcified, 99% occluded, and 3.5mm in the lm. The ostial circumflex artery was heavily calcified, 100% occluded, and 3.0mm. Atherectomy treatments had been completed when the physician observed that the distal tip of the driveshaft was disconnected. The oad and fragment were removed. A 3.0 stent was placed in the cx artery, and a 3.5 stent was placed to the lm to complete the procedure. The patient was stable.

Manufacturer narrative:
The diamondback 360 coronary orbital atherectomy device (oad) and viperwire advance guide wire were returned to csi for analysis. The oad was returned with the driveshaft bushing tip detached. Analysis identified an incomplete laser weld between the driveshaft coils and the tip bushing resulting in the detached tip bushing. Csi ID: (B)(4).